Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a bulky patient's implantable neurostimulator (ins) is not able to be recharged properly. The spinning light turned into solid green for 1-2 seconds and then back to ¿searching¿ mode again. Adjusting the recharger position was tried but unsuccessful. An old style recharger was used but also unsuccessful. The patient is bulky and required more times to locate her old ins with the communicator and tablet during every programming session. Interrogation was successful only in a specific place over her chest. It is suspected that the old and new inss are placed too deep under the skin, giving a poor connection with the wireless recharger (wr). It's planned to wait another week to see if recharging can be successful after the swelling and hematoma around pocket site are gone. Additional information was received from the manufacturer representative (rep) that recharging still fails after the resolution. A revision surgery is planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the revision was performed on (B)(6) 2024. The position of the implantable neurostimulator (ins) was adjusted and placed in another layer so that it won't exceed 1cm below the skin. The recharging of the ins resumed to normal after the revision.